Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and ngen rf generator, japan configuration and even though the temperature reached the target, the irrigation flow rate was not changed to 15ml/min. Pump switching started at a low flow rate (4ml/min) but did not switch to a higher flow rate (15ml/min) when the target temperature reached 50¿. The generator was in automatic mode. The issue was noted three and half hours from the start of the procedure, at the time of ablating on the side wall of right atrium. Replacing the cable and re-connecting the dongle were performed. After that, the behavior of irrigation was improved. The procedure was completed without patient's consequence.

Manufacturer narrative:
Correction on 2-oct-2024 -- it was identified that the h11 additional manufacturer narrative mistakenly omitted the following information: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. Therefore, this file is processed with the ablation catheter information of the qdot micro catheter. On 2-oct-2024, the product investigation was completed. D4 primary UDI number service was updated to (B)(4). It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and ngen rf generator, japan configuration and even though the temperature reached the target, the irrigation flow rate was not changed to 15ml/min. Pump switching started at a low flow rate (4ml/min) but did not switch to a higher flow rate (15ml/min) when the target temperature reached 50¿. The generator was in automatic mode. The issue was noted three and half hours from the start of the procedure, at the time of ablating on the side wall of right atrium. Replacing the cable and re-connecting the dongle were performed. After that, the behavior of irrigation was improved. The procedure was completed without patient's consequence. Device investigation details: customer did not request service for this device and also confirmed that service was not needed. A device history record evaluation was performed for the finished device number 23280319fg, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).